Event description:
A female pt presented about 7 months after acl surgery with a lump below her knee. The surgeon assumed it was a proud screw and went back in to check. He discovered a "lump of white goo." He washed it out and tested the material. The culture of the material showed no infection. The material seemed to be left over screw. The pt was fine and the graft healed.

Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer.